Event description:
Covidien brand 60cc syringes noted to have black "flecks" in packaging. Has potential to introduce particulates into the sterile field when compounding sterile products or when used in other procedures. Affected product on hand seems to be limited to lot 313100028x, however, not all in this lot that we have on hand have the "flecks." (B)(4).